Event description:
It was reported that the patient experienced flexion - and extension contracture 3 months after total knee arthroplasty. Patient was 3 months post-operative admitted in the hospital again for manipulation under anesthesia